Event description:
It was reported that the customer experienced a past low blood glucose level of 31 mg/dl, resulting in a visit to the emergency room. Cause was unknown. The customer was treated with intravenous fluids, snacks, and juice resolving the issue. No injury or permanent damage occurred due to the event, and the customer was released on the same day. Recommendation was made to consult with a healthcare provider regarding diabetes management.